Manufacturer narrative:
Other text: additional information was received indicating that the event occurred during a bench test and date of event was provided . Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Review of the device history log showed multiple occurrences of "cassette not attached properly" alarm messages. Functional testing involved attaching an administration cassette. The pump alarmed "cassette not attached" when the cassette was attached. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.